Manufacturer narrative:
H.6. Investigation summary: this complaint is for mic discrepancies with meropenem (mem) with pseudomonas aeruginosa when using phoenix panel nmic-306 (catalog number 449292) batch number 3269849. The customer provided panel returns, isolate returns, binary files and phoenix generated lab reports for the investigation. The lab results show high mic results for mem with p. Aeruginosa when using the complaint batch. To investigate, seven retention panels of the complaint batch were inoculated with customer returned isolate p. Aeruginosa w190684 and placed in a phoenix m50 for mem mic results. Also, two control panels from the same material but different batch were inoculated with customer returned isolates p. Aeruginosa w190684 and placed in a phoenix m50 for mem mic results. Last, one customer returned panel was inoculated with customer returned isolate p. Aeruginosa w190684 and placed in a phoenix m50 for mem mic results. Disc diffusion was performed on the customer returned isolates to verify mem susceptibility. The investigation returned high mic mem results with the complaint batch. This complaint is confirmed. The breakpoints published in clsi m100, 33rd ed /m45-a3 remain unchanged in the bd phoenix¿, bd epicenter¿, and bd synapsys¿ systems. The pud breakpoints listed in this table are not aligned with the current clsi m100 breakpoints either due to these breakpoints not being recognized by the FDA susceptibility testing interpretive criteria (stic) website or performance with the updated breakpoints has not yet been evaluated internally by bd for the bd phoenix ¿ system. As bd phoenix¿ currently has only one clsi interpretational rule set, this breakpoint set is influenced by the FDA for us customers. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported when using the bd phoenix panel nmic-306 a patient isolate had a discrepant result for the drug meropenem when compared to the etest strip result. The panel result was resistant while the etest was intermediate. No health impact or consequence reported. Report 2 of 2.

Event description:
It was reported when using the bd phoenix panel nmic-306 a patient isolate had a discrepant result for the drug meropenem when compared to the etest strip result. The panel result was resistant while the etest was intermediate. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
E1. (B)(6). Bd phoenix nmic-306 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k163637, k173252, k173523, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k181665, k190905. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.